Event description:
Info provided by the lead tech indicated: the wire was being drawn back through the needle and the wire began to snag. When the wire snagged, the fellow continued to withdrawal the wire through the needle and the wire was noted to have uncoiled. The tip of the wire is still currently in the pt in the right common femoral artery. As of right now, no intervention is planned to removed the tip as they feel the tip is secure. The pt will continue to be monitored and will take action if things change. Additional info received on (B)(6) 2012 - neurosurgery requested selective cerebral angiography for (B)(6) male with traumatic brain hematoma, subarachnoid hemorrhage and right eye blindness to rule out ocult vascular injury. In preparation of femoral arterial sheath placement for cerebral angiography, micropuncture of the femoral artery was performed and good arterial blood flow was ascertained. However, the microwire which is used to guide microsheath placement, could not be advanced. This was confirmed with fluoroscopy and it was decided to withdraw the micropuncture needle and wire. The needle came out but the distal end of the wire remained unraveled which was gently pulled out without resistance (the wire is soft and non-traumatic). However, on fluoroscopy, it was evident that a small portion, at 3mm, of the distal most end of the wire broke and remained close to the arterial wall.

Manufacturer narrative:
(B)(4) - separates is not specifically labeled on the provided caution label. No product was returned to assist in this investigation. Per specification, this device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections during the manufacturing process and again, prior to transport. In addition each pmg wire guide comes with an attached caution label, which illustrates: "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle (see warning label) or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. In this specific case the event description states "the wire was being drawn back through the needle and the wire began to snag. When the wire snagged, the fellow continued to withdrawal the wire through the needle and the wire was noted to have uncoiled." The root cause for this complaint will be listed as product use as the user did not follow the instructions. We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk assessment.